Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedances. The values were greater than 2000 ohms. At this time, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.